Manufacturer narrative:
On 6/6/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round high profile 460cc saline, catalog #3503460, lot #5536965. (B)(4).

Event description:
It was reported (via (B)(4) medwatch) that a female patient of unknown age who underwent breast prostheses implantation with mentor smooth round high profile 460cc saline breast prostheses on (B)(6) 2005, reported becoming "horribly ill" and has explanted on (B)(6) 2015 "due to seriousness of illness" after having mentor implants for 9 years. This medwatch form is for the left breast prosthesis.